Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed carbon dioxide result for one patient on the architect c4000 analyzer. The following data was provided: initial 16.4, repeated 21.6. The customer uses a normal range of 21.0 to 31.0. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the sample and reagent syringes. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.